Manufacturer narrative:
Alleged failure: the light source referenced below displayed an e2 error, and upon two reboots¿ did not begin working. The customer has to acquire another tower, and proceed with it. The process delayed case an estimated 10 minutes the failure identified in the investigation is consistent with the complaint record. The probable root cause is a bad main board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device displayed an e2 error, as a result it increased anesthesia time. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device displayed an e2 error, as a result it increased anesthesia time. The procedure was completed successfully.